Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure with the first and second fibers "the laser flashed and then starting firing out the tip instead of the side." It was noted that the "fibers remained intact" and there were was "no need to remove particles from the patient". The fiber was replaced and the case was completed utilizing a third fiber. Patient outcome "no injury" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing exhibits minor scratch marks, signs of melting and detritus adhesion, and partially erased red octagonal sign and blue arrow indicator. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 202,274. Time expended: 60 - 90 minutes. The fiber tip was not cleaned during the procedure.